Manufacturer narrative:
Evaluation summary: the catheter was kinked immediately distal to the strain relief. The stability member was torn from 62.2cm-63.4cm distal to the strain relief. The stability member material was overlapping at the tear site. The inner member material was kinked immediately distal and 1.8cm distal to the middle member. The distal end of the middle member was damaged. The proximal end of the distal tip material was bunched and flared. It was not possible to advance a 0.035 inch mandrel or guidewire through the device due to the kink sites.

Event description:
It was reported that the physician was attempting to use a complete se iliac to treat a renal artery. No issues were noted during inspection prior to use. The lesion was pre-dilated with an admiral 4mm x 120mm x130cm balloon. No resistance was reported while advancing to the lesion. Device did not pass through a previously deployed stent. During the operation and after the stent reached the target position, the physician attempted deployment. It was observed that the distal section of the stent was not deployed and the middle part of the stent could not deploy normally. The device was kept straight and the handle was fixed during attempted deployment. The physician tried to operate on the delivery system but the problem was not solved. After the stent was totally deployed in vessel, the physician tried to push forward the delivery system displacing the stent. The physician managed to retract the delivery system and implanted a non-medtronic stent to complete the operation. There was no difficulty during device removal. The delivery system was checked externally, the tip of the delivery system was with defect. No patient injury reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.